Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out-of-range right ventricular (rv) pacing impedances measuring greater than 3000 ohms. The sales representative checked the device when programmed in bipolar and all values were within normal range. Additionally, it was noted the patient has immediate pocket stimulation when programmed in unipolar pace. Technical services reviewed the device data and found no observation of noise. Technical services discussed possible causes and provided troubleshooting options. The patient is dependent on therapy. At this time, the device and this non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).